Event description:
Additional information received reports that the patient was still having concerns with their device or therapy but have not sought further help. It was unclear if the patient was working with a healthcare provider or manufacturer representative. An appointment was noted for (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the device never worked which meant that it never helped with their urinary symptoms. The patient is seeing a new doctor who put them on an antibiotic regime to see if that will help. No further patient com plications have been reported as a result of this event.

Event description:
It was reported that the patient had no control of symptoms. She had the neurostimulator implanted last week and she doesn¿t think it was working. After the implant, the representative was telling her how to use the programmer. The patient was in the recovery room and the patient states all the talking he did, the only thing she remembers him saying was the blue button by the yellow light bulb turns on and off the programmer. She even told him that was all she know when he was leaving. She felt stimulation when she left but she wasn¿t feeling stimulation now and she was not having any control of her symptoms. The patient healthcare provider had not called . The patient will ask the healthcare provider for direction on how long to leave on a setting before trying another setting and if it was ok to change the settings. The patient was currently on program 2 at 4.7 and does not feel stimulation at all. She increased stimulation to 5.0 and while talking stimulation became increasing uncomfortable and she was able to decrease stimulation to 4.9 which she states was strong but comfortable both sitting and standing. The patient will leave on current setting and will continue to track her symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3037, serial# unknown, product type: programmer, patient. (B)(4).